Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a procedure, the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a procedure, the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service engineer verified that the IV pole safety collar was present prior to the reported incident. The IV pole was adjusted and the pumps were cleaned. The device serial number history report indicates one further related issue has been reported for this device. One year of service history was reviewed for this device and one similar reported incident related to the reported condition was identified. This event was captured in 1722028-2022-00081. Root cause: a root cause assessment was performed for this complaint. The root cause for the IV pole issue was determined to be the need for an adjustment. The root cause for the abnormal pump noise was undetermined. Based on the available information, the most likely root cause for the abnormal pump noise relates to solid debris on the pumps.

Event description:
The customer reported that during a procedure, the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.